Event description:
It was reported by the patient that the something in the device came loose and can hear the air with an inflatable penile prosthesis (ipp). The ipp remains implanted and active and the patient is requesting a removal and replacement.